Event description:
Two passes were made with a retriever to treat a right internal carotid artery occlusion. Post procedure a hemorrhage was confirmed at the right nucleus basalis. The physician performed surgical decompression as medical intervention. A hemorrhagic infarction also occurred post procedure. No further information was provided.

Manufacturer narrative:
The subject device was not returned; therefore, physical analysis cannot be performed. However, hemorrhage and stroke are noted as potential complication associated with such procedures in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.